Manufacturer narrative:
Specifications, trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. An evaluation of the returned device revealed the iris valve was not functional. It was noted that the bottom flange of the iris valve was dislodged and there were two tears in the webbing of the silicone disc. The valve was leak tested with a syringe and tap water; which revealed there was leakage with a dilator in place, but no leakage without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." All captor valve assemblies are 100% qc inspected for leakage. The manufacturing records were reviewed, and nothing of note was observed. As part of cook incorporated's quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action. The appropriate personnel have been notified. We will continue to monitor for similar events. Per the quality engineering risk assessment (qera) additional risk reduction is not required at this time.

Event description:
A male patient underwent an abdominal aortic aneurysm repair on (B)(6) 2015. The physician placed the zenith flex aaa endovascular graft bifurcated main body and removed the grey positioner out of the main body sheath. Once removed, the valve was closed and excessive leakage occurred. The iliac was inserted inside the sheath and at this port, the leak was coming through the hemostatic valve between the clear cylinder and the twist of the valve. A towel was used to try and help control the leak but this did not work. The sheath was removed and after ballooning the patient was closed out. The patient's blood pressure dropped to 68/40 with approximately 1500cc blood loss from the sheath. The patient was given 700 units of blood and the patients' blood pressure resumed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.